Manufacturer narrative:
Updated b5 event description medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that echocardiography showed severe, previously undetected left ventricular dysfunction of approximately 35%, likely related to myocardial stunning.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a a cardiac ablation procedure, an external electrical shock was required at the beginning of the procedure due to unstable hemodynamics with arterial hypotension. Fluid resuscitation and treatment with inotropes and a vasopressor were provided. After the shock, sinus node dysfunction was observed during the first minutes, including sinus bradycardia and a few cardiac pauses, followed by stabilization of the heart rate at around 50 beats per minute with a regular rhythm. No further patient complications have been reported as a result of this event.